Event description:
The surgeon inserted an icm 120v4 12.0mm implantable collamer lens on 01/12/2006. The lens was explanted on 01/26/2006 due to excessive valuting. The lens was replaced with a shorter lens.